Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the patient was trying to check both devices with the patient programmer (pp) but was seeing poor communication. Patient stated that they changed pp batteries. It was noted that patient does not use an antenna. Patient placed the pp directly over the ins and synced with the ins which resolved the poor communication issue. Patient stated that they were placing the front side of pp over ins to try and connect. Correct pp placement was reviewed for the patient. Patient was able to connect successfully to the left implant that stated on and ok. Patient attempted to connect to the right implant and was able to see off and ok, but then patient stated seeing poor communication. Patient was able to connect again after repositioning pp and stated seeing off flashing and ok. Patient was able to turn stim on the right side to show on and ok. Patient reported tremors going bad, and they inquired if device being off was what caused the tremors in the head and hand to go bad. Patient also stated that they fell and hit their head really hard. No further patient complications were reported/ anticipated as a result of this event